Manufacturer narrative:
The valve was explanted and replaced with a strata nsc shunt. The physician performed some testing on the explanted valve, determined that the valve had not malfunctioned, and discarded it.

Event description:
It was reported that the patient was underdraining, and the valve was explanted.